Manufacturer narrative:
Examination of the submitted device confirmed the plastic sheath component is missing. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A complaint database search against product code did not reveral any trend of sheath breakage. The investigation could not draw any conclusions about the reported broken sheath without the sheath to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The white part of the reamer broke off.